Event description:
Additional information received indicated that another red alert for high, out-of-range (oor) shock lead impedance measurement was detected via the patient remote monitoring system for this right ventricular (rv) lead. The field representative reported that this patient has not been seen by the physician since the device changeout. The cause of the observation was not determined. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance measurements of 123-125 ohms during device change out when connected to the replacement device. Defibrillation threshold (dft) testing was performed at implant but failed at 14 j but was successful at 23 j with a resulting shock lead impedance measurement of 87 ohms. Additional information received indicated that the physician felt the higher impedance measurements were due to revised testing specifications. The physician plans to continue monitoring this patient. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
Additional information was received stating that this system was still exhibiting out of range shocking impedance measurements greater than 125 ohms. Non-invasive programmed stimulation (nips) was performed. The physician increased the out of range limit to 175 ohms and will continue to monitor the patient and data from the remote monitoring system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.